Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an unknown alarm was generated on the console with possible iab leak. The iab was replaced to continue therapy with good augmentation. There was no reported injury to the patient. This report is for the second iab reported to malfunction.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an unknown alarm was generated on the console with possible iab leak. The iab was replaced to continue therapy with good augmentation. There was no reported injury to the patient. This report is for the second iab reported to malfunction.

Manufacturer narrative:
The reported lot number was 3000083426. However, the returned device has a lot number of 3000084861. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and one leak was detected on the membrane approximately 0.8cm from the rear seal measuring 0.025m in length. The reported alarm and leak were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4); record ID (B)(4).